Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 540 mg/dl. The customer also reported that they experienced low blood glucose of 43 mg/dl. The customer's current blood glucose is 137 mg/dl. The other relevant blood glucose level was 300 mg/dl, 400 mg/dl, 400 mg/dl-600mg/dl. Troubleshooting was done for high blood glucose and under delivery. Troubleshooting was continuing for low blood glucose. The customer treated with food for low blood glucose. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.